Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed.

Event description:
It was reported that when using bd microtainer® map microtube for automated process k2 edta 1.0 mg the customer was getting erroneous results. No injury or medical intervention.